Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the motor error occurred during bolus and basal. The customer stated that the drive support cap appeared to be loose. The customer stated that there was no motor position encoder error in the alarm history. The customer stated that the motor error occurred more than once in the last 30 days. The customer will be sent a replacement pump.